Event description:
It was reported that the patient with this inflatable penile prosthesis could no longer inflate the device. The patient underwent surgery and it was observed that the silicone sleeve on the right cylinder peeled back forming a large hole. Therefore, the device was replaced. There were no patient complications.